Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed gas supply test. Identification of issue has been done by analyzing problem description. Service report and device¿s logs have been not available for further evaluation. According to the information provided by the technician, the o2 nozzle unit was detected as faulty and its replacement is necessary. Despite our best effort in obtaining the information, it remains unknown if the issue has been resolved. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/15/2018, corrected manufacture date: 12/04/2009.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).